Manufacturer narrative:
A supplemental MDR is being submitted, due to observations noted during device inspection, pre-decontamination. During observations of the device during pre-decontamination it was determined that the apparent liner strand, previously observed in an image provided by the field clinical specialist, was not observed on the returned device. The liner of the sheath was torn but a strand was not present. The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, h2, and h3 have been updated. H6: health effect- impact and health effect - clinical, device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The device was returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed two other complaints with similar codes. Those investigations are ongoing. During manufacturing of the esheath plus, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The sheath was visually examined and a liner puncture starting approximately 7.75 inches from the distal and approximately 5.5 inches in length. The remaining 2.25 inches of the distal sheath liner was unexpanded and tip unopened. The thv was received crimped onto a non-edwards balloon catheter protruding through the liner puncture, approximately 5 inches from the sheath distal tip. A secondary liner tear approximately 1 inch in length and starting from 3.75 inches from the distal tip. Three kinks were observed along with liner stretching. There were scratches starting at 7 inches from the sheath tip and ending at the tip. Damage was noted to the hdpe material along the seam. There was an approximately 3-inch-long liner strand attached to valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of the provided imagery of the patient's anatomy, calcification and tortuosity were observed in the access vessel. In this case, inability to advance through the sheath, punctured liner, sheath not expanding, sheath liner torn and sheath liner strand were confirmed based on the evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'there was difficulty advancing a 29mm sapien 3 ultra resilia (s3ur) valve [...] The sheath was noted to be bending and the valve would not advance safely. The flex catheter was noted to be off of the valve during advancement, and it appeared on fluoroscopy that the sheath was split.' Per returned product evaluation, during evaluation of the returned device it was noted the liner was torn and there was a liner strand. Additionally, the distal tip was unopened. A liner puncture was present, starting 7.75 inches from distal tip for a length of approximately 5.5 inches, the remaining 2.25 inches of distal liner was unexpanded. Three (3) kinks were noted on the sheath shaft and liner stretching was noted along the liner puncture. Per review of the provided report of the patient's anatomy, calcification and tortuosity were observed in the access vessel . Variation in the seam forming process may contribute to the liner not expanding. Per the manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2 inch segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). This failure mode occurs when the hdpe outer layer adheres to the etched ptfe liner, resulting in the seam to stretch. Due to the returned condition of the device (liner punctured, liner torn) and as the associated delivery system was not returned, no functional testing was able to be performed. The presence of several patient/procedural factors such as tortuosity, calcification, device manipulation, and valve caught on liner, may contribute to the complaint event. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. This can lead to the crimped valve to catch onto the liner possibly resulting liner puncture/tear. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, improper sheath liner expansion could lead to increased push forces during system advancement through sheath, resulting in the reported resistance. The resistance encountered due to a challenging pathway (calcification, tortuosity) can lead to possible additional device manipulation to overcome resistance during the procedure, and thus may have caused the liner tear and/or puncture. Calcification can also damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing/puncture or could weaken the liner. A weakened liner can tear/puncture during advancement or retrieval of the delivery system. The delivery system can potentially catch on to the liner of the sheath and lead to liner tears upon insertion and/or removal. However, the sequence of events and contributing factors were unable to be determined and a definitive root cause is unable to be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, there was difficulty advancing a 29mm sapien 3 ultra resilia (s3ur) valve, the sheath split, the valve would not exit the arteriotomy, blood products were administered, a cutdown was performed, and a second valve was successfully implanted and patient was in stable condition. The first 16fr esheath+ was prepped per IFU and inserted without difficulty. No defects were noted prior to insertion and the pre-expansion tool was utilized. The first 29 mm s3ur was prepped per IFU. No defects were noted prior to insertion. Upon insertion of valve and delivery system, difficulty was noted with advancement at the level of the right external iliac artery. The valve did not exit the sheath. The sheath was noted to be bending and the valve would not advance safely. The flex catheter was noted to be off of the valve during advancement, and it appeared on fluoroscopy that the sheath was split. The sheath and delivery system were attempted to be removed, and the valve would not exit the arteriotomy. The team was concerned about vascular injury. The patient was hemodynamically stable. Blood products were administered due to blood loss. The operator attempted to remove the delivery system from the sheath. The delivery system was removed, but the valve stayed intact inside of the sheath. The wire position was not lost. Vascular surgery was consulted. The patient was intubated (prior conscious sedation), and a cutdown was performed. The valve and sheath were removed safely. A dacron patch was sewn onto the artery and angiography was performed. No extravasation was noted on fluoroscopy. Per vascular surgery, it was 'safe to proceed with placement of a second valve.' A second 16fr esheath was prepped per IFU. The second valve and delivery system were prepped per IFU. The sheath, valve and delivery system were advanced without difficulty on the right side. The valve was deployed 90:10. No paravalvular leakage was noted on echo and the mean gradient was 0 mmhg post-deployment. Per imagery received from fcs, a sheath liner was strand present. Follow-up communication received by the field clinical specialist stated the valve came completely off of the delivery system inside of the sheath.

Manufacturer narrative:
The investigation for this report is ongoing.